Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the devices inner cannula were very tight and difficult to remove. It was reported that the inner cannulas were made from different plastic which caused sticking and difficult with use. The customer reported that the patient outcome is unknown.

Manufacturer narrative:
Additional information: (facility name), (patient code). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while checking the product prior to insertion, the devices inner cannula were very tight and difficult to remove. It was reported that the inner cannulas were made from different plastic which caused sticking and difficult with use. The customer reported that there was no patient involvement.

Manufacturer narrative:
Evaluation summary: the sample was received for evaluation and the failure mode reported was confirmed. The device history record (DHR) was reviewed and no discrepancies were found. The manufacturing process was reviewed, and all manufacturing controls were found acceptable and effective. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.